Event description:
It was reported that during a low anterior resection procedure, the device was fired after good purse string placement. Upon opening device, the donuts were connected by strip of tissue the was not cut by blade. Anastomosis had 1 cm defect. There was no pt consequence.